Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat in-stent restenosis of an unspecified stent in the right coronary artery, the physician attempted to pass the 2.5 x 15 mm trek dilatation catheter through the stent. The physician continued to poke the tip of the device against the restenosed stent in order to pass through the stent; however, the tip of the device separated from the dilatation catheter. Attempts were made to retrieve the separated tip; however, the tip remains in the patient anatomy. No further attempts were made to retrieve the tip and the patient was discharged to home in good condition. There were no adverse patient sequelae and no clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported separation was confirmed on the return and was likely related to the case circumstances and IFU deviation. Based on the visual inspection of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. It was reported that the physician continued to poke the tip of the device against the restenosis. It should be noted that the trek rx instructions for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. In this case, it is likely that advancing the catheter against resistance contributed to the shaft separation. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.